Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-03662.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."

Event description:
It was reported that the patient underwent a right total hip replacement on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2015 due to elevated metal ion levels and pain.